Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hypoglycemia. Blood glucose level was 42 mg/dl. Customer drank soda and it went to 145 mg/dl. Customer treated their low with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature. Reservoir was showing less amount of insulin than shown on status. No further details given. Insulin pump will not be returned for analysis.